Manufacturer narrative:
User facility was contracted upon receipt of the medwatch to obtain additional info, including the serial number. The request to ship the pump back was also made at this time. The user facility had evaluated the pump, determined there were no problems with the pump and placed it back into service. There was no way at this point to get the pump returned or find out what the serial number was. The novartis quality dept eval the same model of pump and verified that the pump performed within specifications. Additional testing was performed following the conditions described by the user facility. If the pump was left on hold with a set attached, it would alarm after 2.5 minutes. If the pump was left on hold without a set attached, it would also alarm after 2.5 minutes. If the pump was left on hold with the drip chamber in place and the tubing un-threaded, the pump still alarmed after 2.5 minutes. The only time the pump did not alarm was when the pump was turned off. If the pump was turned off with the roller clamp open, and a full feeding bag/bottle was attached, the food would flow by gravity. The directions for use specifically state that the roller clamp should be closed or the set should be disconnected from the pt, along with making sure that the pump adapter is correctly seated, to prevent free flow of fluid. It was determined that this was operator error and that the pump does perform and alarm properly when used as directed.